Event description:
MFR's rep reported the pt was having a pump pocket revision. The pt is reported to be experiencing "intermittent coverage", and the hcp is considering evaluating the intrathecal catheter to rule out a potential issue. Specific details were not reported regarding the need for a pocket revision, additional info has been requested from the hcp.